Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory resistance testing found the lead was not electrically continuous. Detailed analysis confirmed fracture of inner coil near tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this lead was not successfully implanted due to helix extension issues, the lead returned and after product analysis a fracture was confirmed. No adverse patient effects were reported.